Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 600 mg/dl. A manual correction injection was administered to address bg. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the minimum fill issue could not be verified.